Manufacturer narrative:
(B)(4). Approximate age of device ¿ 32 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, approximately 32 days post-implant, the patient experienced low flow alarms. Log files showed high pump power consumption followed by three short pump stoppage events. High pump power consumption was observed throughout the remainder of the log file. The patient was asymptomatic. An echocardiogram showed good unloading of the left ventricle and the aortic valve remained closed. The patient's lactate dehydrogenase level was 303 u/l, and the patient's inr was in therapeutic range. It was reported that the patient was started on heparin for suspected pump thrombosis. The patient's power values decreased after heparin therapy. No further information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. Evaluation of the submitted system controller log file confirmed the report of low flow alarms, pump power elevations, and pump stoppages. Based on the manufacturer¿s complaint history and previous data, elevations in pump power over 10-12 watts may be indicators of pump thrombus. However, a correlation between the device and the suspected thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.